Event description:
The device was returned to the manufacturer with no reason for removal. The manufacturer's device tracking system indicated the patient was expired. The cause of death was unknown at the time of this report. Additional information has been requested.

Manufacturer narrative:
Device analysis was not complete on the date of this report. A follow up report will be submitted when device analysis is complete.